Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported power issue. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported issue could not be determined. UDI - (B)(4).

Event description:
The customer reported that upon first attempt to power the device on, no audible voice prompts could be heard and the device appeared to not power on. The customer indicated that they closed the device lid for approximately 30-40 seconds then reopened the lid and the device powered on and voice prompts could be heard. There was no report of any patient use associated with the reported issue.